Manufacturer narrative:
Follow-up #1; date of submission: 01/05/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/10/2014 with the following findings: the battery compartment was observed to be cracked above and below the grip pad; this device failure indirectly caused the reported issue. Evidence of moisture damage was found inside of the battery compartment: the reported issue was confirmed. The pump failed a leak test due to the battery compartment damage; this device failure directly caused the reported issue. The pump case was removed, and further evidence of moisture damage was observed on internal components. Unrelated to the reported issue, the display screen visual was observed to be discolored due to an unidentified display failure.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and evidence of moisture ingress was observed within. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.